Event description:
It was reported that an enterorrhexis occurred after the implant of mesh. They found the memory recoil broken after the retrieval of the product.

Manufacturer narrative:
The subject product is not being returned to us for evaluation. We did receive pictures of the explanted mesh and did not observe any recoil ring breakage.